Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces and with a47 alarms noted in alarm history screen due to corrupted history file. No button error alarm noted. The insulin pump passed displacement test, self test, and a21 error test. No a17, a21, or a64 alarms noted, the insulin pump functioned properly. The insulin pump has cracked case at the display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, an external ram error alarm, a spanish software anomaly alarm, as well as a failed selftest alarm. Customer's blood glucose levels at the time 30 mg/dl. Treated with food. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.